Event description:
It was reported that an unspecified physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and information on method used to achieve hemostasis was not available. No adverse patient effect was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned which limited the investigation. Evaluation of the returned device components found that a posterior foot break had occurred, consistent with the posterior needle striking the foot when a needle deflection occurred during needle deployment. Because the posterior needle struck the foot instead of engaged with the posterior cuff inside the posterior foot pocket, the reported needle-to-cuff miss is confirmed. Based on the investigation findings, the probable root cause for the posterior foot break is forcibly deploying the needles against resistance when a needle deflection occurred. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported by service report that the zoom disengages when going over bumps. No pt involvement or adverse consequences are reported.